Event description:
It was reported that during a lap nephrectomy procedure, open clips were spitting out of the jaws without closing, then clip applier jammed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Empty. Eval summary: the instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.